Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40 mg/dl which was treated by food. Customer¿s blood glucose was 150 mg/dl at the time of call. Customer states that they had alert for calibration not accepted and change sensor. Insulin pump will not be return for analysis.